Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple defibrillation shocks from the device. The shocks were delivered in response to detection of ventricular fibrillation (vf), however it was determined in the ed that the patient¿s arrhythmia was sinus tachycardia rather than vf. On this basis the shocks were called ¿inappropriate.¿ the device was reprogrammed for a higher vf detection rate and a medication routine was initiated. The device remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.